Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term. B5 describe event or problem - correction. H2 type of follow up - correction/additional information. H6 codes - correction. H10 corrected data - correction.

Event description:
It was reported that an app that stopped working occurred. Data was evaluated and the allegation was confirmed the probable cause was determined to be an app crash. The probable cause of the app crash could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the screen display was frozen on a mobile application. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).